Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is not able to hear any sound with the device. The user stopped wearing the device towards the end of 2022 and just had his processor exchanged in may because he thought the device was broken. He came in for programming after receiving the replacement and still not hearing anything. The family denies any head injuries but did share that he participated in wrestling end of 2024. Awaiting additional information.

Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is planned in 2026.

Event description:
The user is not able to hear with the device.